Event description:
It was reported that during implant, the guidewire that was inserted into the lead had great difficulty coming out the distal end resulting in the distal end losing integrity. When attempting to withdrawal the wire, the distal end "seemed to grab the wire", resulting in the lead being pulled back. Several attempts were made with the same result. The lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed, the overlay tubing of the lead was observed to have blood ingression.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.